Event description:
The device was switched by the user from stand by to manual ventilation. The device indicated, that it was set on internal gas outlet, but the gas flow through the external outlet. The pt became blue. After switching to external and internal outlet again, the ventilation could be started. No pt injury.